Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with driveline communication fault alarm. Log files were submitted for review. The log file captured driveline communication fault alarms on (B)(6) 2024 starting at 1:02:16.

Manufacturer narrative:
Section a1: patient identifier corrected manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were identified through this evaluation. Review of the submitted system controller event log file confirmed a driveline communication fault alarm, associated with com_b_fault flags, active on 12oct2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The root cause of the reported event was identified. Evaluation of the returned modular cable confirmed wire damage that would have resulted in the reported driveline communication fault alarms as reported under MFR #: 2916596-2025-00620. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they were transplanted on 18dec2024 due to an ongoing driveline infection as reported under MFR #: 2916596-2024-52997. The pump was returned and evaluated, revealing no indications of an issue with the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. No further information was provided. The manufacturer is closing the file on this event.